Manufacturer narrative:
Continuation of d10: product ID: 97745, lot# serial#: (B)(6), product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 patient programmer (serial number (B)(6) revealed corrosion. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) non-malignant pain. It was reported that the controller was broken as the controller wouldn't charge and that the controller kept "cutting in and out"; pt stated that they reset the controller, however the controller still wouldn't do anything. Pss clarified further with the pt and pss was understanding that the controller was blank and wouldn't power on. Pt confirmed that the green light on the ac power supply was illuminated and that there wasn't any damage to the ac power supply. Pss had the pt remove the battery pack from the controller and connect the controller to the ac power supply without the battery pack inserted; pt confirmed that the controller powered on; pt stated that memory problem data has been lost then displayed on the controller. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed that the green light on the controller was then flashing. Pss instructed the pt to unlock the controller, however pt stated that they couldn't unlock the controller or do anything as the controller was just staying on the lock screen; pss was understanding that the controller screen was unresponsive. The issue was not resolved. An email was sent to the repair department to replace the device. When pss asked the pt for the event date, pt stated that it was this past weekend "about friday"; pss clarified the exact date of may 7th with the pt.